Manufacturer narrative:
As no customer product was received, further investigation was not possible. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for multiple patients. Data could only be provided for one patient. The result from the meter at 7:00 pm was 4.9 inr and the result from a laboratory draw 30 minutes later was 6.6 inr. The laboratory used dade innovin reagent. There was no allegation of an adverse event. The patient was not anemic, had no antiphospholipid antibodies, no heparin, and no direct thrombin inhibitors. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 186866-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.